Event description:
According to the patient's medical records: patient preop diagnosis: coronary artery disease, mitral regurgitation, paroxysmal atrial fibrillation, peripheral vascular disease, (B)(6) and history of (B)(6). Surgery 1: CABG x1, maze and mitral replacement (7000tfx 27mm). Surgery 2: post op day 4, mitral bioprosthesis explanted (root cause= suture loop/ procedural complications), replaced with another mitral valve (7000tfx 25mm). "We came off bypass, the valve was functioning appropriately". Post-reop, the patient was very difficult, remained acidotic, difficulty to oxygenate and essentially oliguric. She had very severe coagulopathy "became increasingly hypotensive and anuric. The following day, it was clear she was becoming septic..she was treated with vasopressive agents and antibiotics "hemodialysis" increasingly unstable, permanent pacemaker had failed, remained unstable, increasingly acidotic...family elected to continue current therapy but not proceed with CPR and/or cardioversion, essentially went into emd, was unresponsive to pressor agents and ultimately pronounced dead 3 days post reop.

Manufacturer narrative:
Device not returned. The patient also had another device implanted; please reference the other medwatch submitted (report #2015691-2010-14080). Despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
Patient and/or device status is reported to the edwards lifesciences implant patient registry. This registry is a patient tracking mechanism for serialized devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market registry. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not a conventional customer complaint. In this case, it was reported that the patient has expired after an implant duration of approximately 3 days. The cause of death was not reported. It is unknown if the death was device related. No further details were reported.

Manufacturer narrative:
The patient was critically ill and had a complicated post-operative course, unrelated to the prosthetic valve. According to the surgeon, the edwards' valves did not cause or contribute to the patient's death.